Event description:
It was reported that the customer received a continuous glucose monitor error 42. The error was unable to be cleared. Customer will continue to use current pump. It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.